Event description:
The device was used during a total gastrectomy procedure. Reportedly, the instrument was difficult to close. The surgeon was able to complete the procedure with the device. The hosp has reported no pt injury occurred.